Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that the patient had a device implanted about a month ago. The caller indicated that at the time of the implant they were able to increase the intensity to 4 ma and did not have an issue. The caller stated that today when they checked the impedance values they were high. They checked the values and all pairs were >4000 ohms. The patient was also getting the maximum amplitude reached when attempting to increase the amplitude. Troubleshooting was not required and the issue was not resolved through troubleshooting. Information about impedances was reviewed, and the caller would follow-up with the managing doctor of medicine (md). It was noted the rep was notified of the issue last week. There were no patient symptoms or further complications reported at this time. Additional information was received from a patient via a manufacturer representative (rep). The rep reported that the issue was first noticed on 2022-jun-13. The patient had reported the issue to them. The cause of the high impedance and what most likely caused or contributed to the issue was unknown. When asked what steps were or would be taken to resolve the issue, they responded the patient was getting an x-ray and had an appointment with their doctor, but they were not sure of the date. The issue had not been resolved, but no further action would be taken. The cause of the patient getting the maximum amplitude reached message was not determined, and what most likely caused or contributed to the issue was unknown. When asked what steps were or would be taken to resolve the issue, they replied they were not sure yet, the patient needed to have an x-ray and doctor's appointment. The issue had not been resolved, but no further action would be taken. It was unknown if device removal or replacement was planned.

Event description:
Additional information was received from the patient. They reported that since implant, their external equipment was not working, and they need their equipment replaced because they cannot increase stim. They see "maximum." Asked pt to use their equipment during the call and pt was successful to synch with their ins and said they see: system is operating at maximum setting, therapy cannot be increased. Reviewed maximum settings is not caused by a setting or something happening with the implant and not by the external equipment when they called previously the recommendation was to have their system checked. Pt said after the operation stimulation was set at 4.5 and the issue with their equipment started not long after revision. Pt said they have not had it checked in person. Pt said they spoke withthe manufacturer representative (rep) and at this point in the call the rep came on the phone and said they will meet in the office today to see, they have given the pt a new communicator. Rep said they believed they checked and had impedances but thought maybe the patient needed a new phone and said: "lets get you a new phone". During the call pt said they were checking their other programs and no matter what they go to they could not increase past 0.4. Rep said they have another controller and they will check it today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient's external equipment was working and noted that the issue was impedances on the lead, not the external equipment. The rep indicated that an x-ray was ordered and patient may have a possible replacement.